Event description:
Started getting sick with all over body pain and weakness, fatigue, severe hospitalizations and docs running test, went to plastic surgeon and he said it wasn't the breast implants, that continued for years doctors not knowing what was wrong, I had tarlov cysts all in my spinal cord develop, had them removed in 2025. Dr stated it was more than likely my implants making me sick "but they can't say that" I brain lesions form, now 2026, I have severe weakness, and all-over joint pain, just had a bone marrow biopsy, oncologists thinks it's permanent damage from breast implants. Hutch 420. Patient codes:1967, 1994, 1849, 1800. Device code: 4001. Reference report# mw5184395.